Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested abdominal pain and nausea. The cause of peritonitis was reported as due to a possibility of bloodstream infection. The same day as the event onset, the patient was hospitalized and treated with cefazolin (1g, per day, intravenous, discontinued after three days), ceftazidime (1g, per day, intravenous, ongoing) for the event. Four days after the event onset, the patient began treatment with levofloxacin (at 500 ml for the first time and 250 ml for the second dose onwards, every other day, administered intravenously, ongoing) for the event. On an unspecified date, pd therapy was suspended due to peritonitis. Pd therapy was resumed and re-introduced 13 days after the event onset. At the time of this report, hospitalization was ongoing and the patient was showing some improvement and recovering from the events. No additional information is available.